Manufacturer narrative:
No kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No other defects or deficiencies were identified during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / page 49; warnings:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged.  Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 399 mg/dl while wearing the pod between 4 and 24 hours. Patient attempted to bolus to bring down bg levels but were unsuccessful; during this time the pod was also leaking. When removed from the infusion site (abdomen), the pod's cannula was found bent; there was also an "imprint of cannula but no hole in skin", indicating it may not have inserted properly. The patient's blood glucose, carbohydrate, and insulin history are as follows: date: (B)(6) 2020 time: 9:20pm, bg(mg/dl): 118, carbs: 20, bolus(u): 8.5 meal bolus pod activated; 11:25pm, 66; (B)(6) 2020 12:58am, 135; 5:33am, 380, 8.65; 10:18am, 399, 9.3; 10:26am, (pod deactivated).